Manufacturer narrative:
Refer to field h9 for the corrected information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failed electrical continuity test to be related to the customer reported complaint. The instrument failed the electrical continuity test. There is no obvious damage to the conductor wires. The instrument was placed and driven on an in-house system. The instrument failed the energy delivery test. While on the in-house system, the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and jaw gap verification tests. No ceramic dots missing. A review of the logs shows no errors. That vessel sealer extend instrument was transferred to advanced failure analysis (afa) for further investigation. Afa confirmed the primary fa analysis. The instrument's electrical continuity was tested using a multimeter and failed. The instrument was then taken to an x-ray and it showed that there was a breakage of the conductor wire at the interface of the weld and seal electrode. This is a manufacturing related issue. No image or procedure video was provided for review. A review of the instrument log for the vessel sealer extend (480422-01/ l11220629 0047) associated with this event has been performed. Per logs, the vessel sealer extend was last used on (B)(6)2022. This complaint is being reported based on the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had issues with sealing small tissue. The vessel sealer extend instrument was used once on small tissue and then started sealing on new tissue, but the instrument did not work. The procedure was aborted to another da vinci system and completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to contact the customer to obtain additional information, however, no further details have been received as of the date of this report.